Event description:
On (B)(6) 2006 the pt was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2011 imaging showed a proximal type I endoleak. On (B)(6) 2012 imaging showed a proximal type I endoleak. Aneurysm growth was not reported. On (B)(6) 2012 the pt underwent an intervention to repair a proximal type I endoleak. A zenith renu aaa ancillary graft was used to resolve the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.